Manufacturer narrative:
H.6. Investigation: during DHR review 3 non-related qns were initiated during production; disposition, root cause and corrective actions were applied per control plan. All other challenges, set ups and in process samples were performed per specifications. Received a total of 8 nexiva 20ga sealed packages within a dispenser from lot number 8346613. The packages only contained q-syte assemblies. Visual observations: the sealed packages received were missing the nexiva assembly units and only contained the q-syte units. This complaint has been identified as a frequently occurring complaint during the trend analysis and has been identified in previous complaint investigations. There are two systems to identify empty packages: a smart vision system performing 100% inspection on each unit packaged and a part count scale on each dispenser box to identify any product that exhibits this defect, there are occurrences where the packaging detection system requires human interaction, which introduces variability concerning the ability to detect empty packages.

Event description:
It was reported that part of the bd nexiva¿ closed IV catheter system with dual port product was missing. This occurred on 8 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 383536 batch no. 8346613 it was reported that within a box of 20 catheters, 8 individual units were sealed with only a q-syte cap. "Within a box of 20 catheters, 8 individual units were sealed with only a q-syte cap."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that part of the bd nexiva¿ closed IV catheter system with dual port product was missing. This occurred on 8 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 383536 batch no. 8346613. It was reported that within a box of 20 catheters, 8 individual units were sealed with only a q-syte cap. "Within a box of 20 catheters, 8 individual units were sealed with only a q-syte cap."